Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1 was unable to lock/close properly. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 1 was unable to lock or close properly. A field service engineer removed the cubie trays and debris was cleaned from the drawer. The row board cable was reseated on both the drawer controller and the cubie trays. The drawer controller and the pyxibus module controller were replaced. However, the issue appeared to be resolved only after the retractor band was replaced. As part of the resolution process, the drawer controller and retractor were replaced, and the row board cable was reseated into both the cubie trays and the drawer controller. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 1 was unable to lock/close properly. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.